Manufacturer narrative:
The actual complaint product was not returned for evaluation at the time this report was filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 27jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the caregiver that the patient was taken to the emergency room because the jejunal portion of the transgastric-jejunal (gj) feeding tube, migrated into the esophagus on (B)(6)2017. The caregiver stated, the issue was resolved by the physician replacing the gj tube with a g-tube. The physician stated the gj was originally placed two weeks ago, exact date unknown. The physician was unable to get the tube past the duodenum. The caregiver stated the patient previously had a standard implanted j-tube which worked without issue, but preferred the aesthetic of the low-profile tube. The patient is currently stable and the physician is pursuing various j-tube options. No additional information was provided.